Event description:
Boston scientific received information that during the routine device follow-up, the physician noticed that a perforation was observed with this right ventricular (rv) lead. No anomalies were noted in lead measurements for impedance, amplitude, and pacing thresholds. No patient symptoms were reported, and no surgical intervention was performed. The patient will be evaluated in the next device follow-up.

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.